Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly calcified and mildly tortuous first diagonal of the left anterior descending (lad) artery. After an unspecified guide wire crossed the lesion, a 2.50x32mm promus element plus stent was advanced to treat the target lesion. However during deployment of the device, about 5mm of the guide wire was caught in the stent. Dilation was then performed with a 2.75mm non-bsc balloon catheter and the guide wire was removed. Angiography post removal revealed that the implanted stent was stretched to proximal end of lad and was deformed. Another stent was implanted to resolve the issue and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).